Event description:
It was reported by the customer that during a surgical procedure on (B)(6) 2026, difficulties were encountered with a +10.00 diopter intraocular lens, model den00vi100, serial number (B)(6). The doctor observed that the tips of the cartridges were damaged or cracked, which caused handling difficulties. Additional maneuvers and instruments were required to attempt implantation or removal of the lens, but the lens did not come into contact with the patient¿s eye and remained stuck in the cartridge. When manual removal was attempted, the haptics of the lens were found to be broken. The product was not implanted, and only the cartridge contacted the patient¿s eye. The incident was documented with images, and the product was collected for further investigation

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted. (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.